Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, after which the screen became at risk for nonresponsiveness, and a replacement was arranged while the current pump continued to function. Symptoms included no adverse clinical effects. Outcomes included user education to maintain therapy continuity, instructions to shut down the device before return, guidance on data syncing, and direction to continue cgm use with dexcom or to replace libre 3+ upon receiving the replacement device. Investigation included customer interview and troubleshooting. Investigation of this case revealed damage consistent with physical impact to the pump display assembly with no device-generated alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.